Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube and battery tube spring. Pump received with moisture damage to the harness assembly vibrator. Unable to perform the displacement test, active current test, sleep current test and selftest due to screen anomaly. Low battery alert less than 1 week unknown. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the batteries in her pump are draining quickly. The customer¿s blood glucose level was unknown at the time of incident. Customer states they did not receive a low battery prior to replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. Customer states they do not received a power error detected alarm. The device will be return for analysis.